Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the database was found at threshold. A field service engineer (fse) restored the station online in remote smart service (rss), though the database was found at threshold. Technical support specialist (tss) proceeded to apply knowledge article proper data sync 2.0 procedure and performed a full synchronized from the graphical user interface (gui). After the sync completed, database checks were run again, and other stations were verified with no synchronization errors. The customer confirmed the system was functioning, and the issue was resolved. The system functioned as intended after field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station displayed a download delayed error message. During medication removal, users were logged out of the device. Nurses were tried reboot attempts did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.